Event description:
Information was received indicating that a smiths medical cadd solis vip pump was delivering too slow. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. There was no physical damage on the pump. The reported product problem (slow delivery) was evidenced in the event history log. A medium alarm was displayed. Three separate delivery accuracy tests were per formed; all of which were within the pumps delivery accuracy manufacturing specifications.  No problems were found with the delivery accuracy of the pump.  No operational fault was found with the device. The pumps software was reloaded.